Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous, mr, 2.75x12mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first and second strut on the proximal side were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. Tip damage is consistent with resistance being encountered during advancement through a severely calcified lesion. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After rotablation and pre-dilatation were performed, a 2.75 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was advanced again with a guidezilla2 guide extension catheter but it still failed to cross the lesion. Subsequently, anchor balloon technique was performed with a balloon catheter and the guidezilla2 was advanced further to the distal part of the lesion. When the device was taken by hands again, the distal edge of the stent was found to be lifted up. The procedure was completed with a non-bsc drug-coated balloon catheter. No patient complications were reported.